Event description:
Customer reported several visits to the emergency room. Pt was at the emergency room and had a freestyle reading of 489 mg/dl from their fingertips as compared to an unknown brand of meter that read 109 mg/dl (fingertip). Time lapse between testing was not provided by the customer. An injection was provided to the customer to elevate blood sugar. The content of the injection was unknown.